Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the trocars in the kit (fdc16) would not arm when the arming button slid forward. They wouldn't lock in place with an audible "click". The er320 would not close clips completely when fired. There was no consequence to the pt.